Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. There was no patient injury reported.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws. Serial number and UDI was not provided at the time of MDR filing. Block h4:â dateâ ofâ deviceâ manufacture was unavailable at timeâ ofâ MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
Additional information was received that the exhalation valve was replaced to resolve the reported issue. This would cause insufficient ventilation which is not a reportable malfunction.